Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported that the customer had a low blood glucose of 43 mg/dl; the daughter found the patient incoherent and pants-less. At some point, the customer began to convulse. The patient was not taken to a hospital. The patient was in her daughter's home. The daughter reported that her husband was treating the customer at their home: the daughter is a registered nurse and the husband is a physician. The patient was treated with glucose tablets and her blood glucose did not increase until 4 hours later. Troubleshooting did not occur due to the daughter confirming that the insulin pump was working as designed. It was also noted that the patient had experienced prior instances of low blood glucose. The patient had a low blood glucose of 17 mg/dl and 33 mg/dl: both events resulted in convulsions. The insulin pump was not returned for analysis.